Event description:
A nurse called for assistance with downloading the customer's pump. The contact informed that the customer was hospitalized for being unresponsive due to low bgs. It was indicated that the nurse found that there was a bolus done in the morning. However, the customer denies delivering the bolus. The contact stated that she would call back for further troubleshooting if necessary.